Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device dislocation ("one essure micro insert had migrated to her pelvis") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On(B)(6) 2015, 1 year and 282 days after starting essure, the patient experienced device difficult to use ("device removal failed"). On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), device dislocation (serious criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), dysmenorrhoea ("severe, abnormal menstruation pain"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), headache ("headaches"), alopecia ("hair loss"), abdominal distension ("bloating"), dental caries ("tooth decay"), anxiety ("anxiety") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (total hysterectomy and oophorectomy of one ovary on (B)(6) 2015). At the time of the report, the pelvic pain, device dislocation, abdominal pain lower, abdominal pain, back pain, dyspareunia, dysmenorrhoea, vaginal infection, fatigue, headache, alopecia, abdominal distension, dental caries, anxiety, weight fluctuation and device difficult to use had not resolved. The reporter considered pelvic pain, device dislocation, abdominal pain lower, abdominal pain, back pain, dyspareunia, dysmenorrhoea, vaginal infection, fatigue, headache, alopecia, abdominal distension, dental caries, anxiety, weight fluctuation and device difficult to use to be related to essure. The reporter commented: symptoms started within a few months after having essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015: x-ray result was an essure insert had migrated to pelvis. The reporter did not wish any further contact with the company. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and within a few months began experiencing severe pelvic pain. She underwent a total hysterectomy and unilateral oophorectomy approximately 1.5 year after essure insertion, in order to remove the devices. However, one year later, an x-ray showed that one essure micro insert had migrated to her pelvis, and had not been removed. These events are anticipated in the reference safety information for essure. Pelvic pain is common in women, and may have gynaecological and non-gynaecological causes. Given the positive temporal relationship, lack of alternative explanation, and since one of the inserts was in the pelvis, causality with essure cannot be excluded. The exact date and mechanism of the event one essure micro insert had migrated to her pelvis in the present case is unknown. No information regarding the insertion procedure was provided. Given the nature of the event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device dislocation ("one essure micro insert had migrated to her pelvis") in a 25-year-old female patient who had essure (batch no. B27983) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2013), miscarriage, anxiety, asthma, depression, heartbeats irregular, neuropathy and tonsillectomy. Concurrent conditions included pyelonephritis, ovarian cyst, smoker, retroverted uterus and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2013 for contraception as well as alprazolam from 2013 to 2015, cyclobenzaprine from 2014 to 2015, hydrocodone from 2013 to 2015, salbutamol (albuterol inhaler), tramadol from 2014 to 2015 and trazodone from 2014 to 2015. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("severe, abnormal menstruation pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations (weight gain and loss)"), nausea ("nausea"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced abdominal pain lower ("severe lower abdominal pain / lower stomach pain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety"). In 2014, the patient experienced dental caries ("dental problems- tooth decay"). In 2015, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, 2 years 7 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection") with vaginal discharge, abdominal distension ("bloating"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy and oophorectomy of one ovary). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, abdominal pain lower, abdominal pain, back pain, dyspareunia, dysmenorrhoea, vaginal infection, fatigue, headache, alopecia, abdominal distension, dental caries, anxiety and weight fluctuation had not resolved and the migraine, cystitis, nausea, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, cystitis, dental caries, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: symptoms started within a few months after having essure. Due to migration of essure device it was failure to occlude (close) fallopian tube (s)the right cornua had 4 visible colis and the left cornua had 2.coils visible coils. Patient tolerated the procedure' well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right) x-ray - on (B)(6) 2015: an essure insert had migrated to pelvis (B)(6) 2013: hysterosalpingogram (hsg): failure to occlude (close) fallopian tubes, migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device dislocation ("one essure micro insert had migrated to her pelvis") in a 25-year-old female patient who had essure (batch no. B27983) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2013), miscarriage, anxiety, asthma, depression, heartbeats irregular, neuropathy and tonsillectomy. Concurrent conditions included pyelonephritis, ovarian cyst, smoker, retroverted uterus and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2013 for contraception as well as alprazolam from 2013 to 2015, cyclobenzaprine from 2014 to 2015, hydrocodone from 2013 to 2015, salbutamol (albuterol inhaler), tramadol from 2014 to 2015 and trazodone from 2014 to 2015. In 2013, the patient experienced dysmenorrhoea ("severe, abnormal menstruation pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations (weight gain and loss)"), nausea ("nausea"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower ("severe lower abdominal pain / lower stomach pain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety"). In 2014, the patient experienced dental caries ("dental problems- tooth decay"). In 2015, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, 2 years 7 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection") with vaginal discharge, abdominal distension ("bloating"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy and oophorectomy of one ovary) and surgery (hysterectomy and unilateral salpingoophorectomy with removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, abdominal pain lower, abdominal pain, back pain, dyspareunia, dysmenorrhoea, vaginal infection, fatigue, headache, alopecia, abdominal distension, dental caries, anxiety and weight fluctuation had not resolved and the migraine, cystitis, nausea, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, cystitis, dental caries, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: symptoms started within a few months after having essure. Due to migration of essure device it was failure to occlude (close) fallopian tube (s)the right cornua had 4 visible colis and the left cornua had 2.coils visible coils. Patient tolerated the procedure' well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right). X-ray - on (B)(6) 2015: an essure insert had migrated to pelvis . (B)(6) 2013: hysterosalpingogram (hsg): failure to occlude (close) fallopian tubes, migration of essure device. Most recent follow-up information incorporated above includes: on 6-apr-2018: reporter added. Lot number received. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device dislocation ("one essure micro insert had migrated to her pelvis") in a 25-year-old female patient who had essure (batch no. B27983) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2013), miscarriage, anxiety, asthma, depression, heartbeats irregular, neuropathy and tonsillectomy. Concurrent conditions included pyelonephritis, ovarian cyst, smoker, retroverted uterus and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2013 for contraception as well as alprazolam from 2013 to 2015, cyclobenzaprine from 2014 to 2015, hydrocodone from 2013 to 2015, salbutamol (albuterol inhaler), tramadol from 2014 to 2015 and trazodone from 2014 to 2015. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("severe, abnormal menstruation pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations (weight gain and loss)"), nausea ("nausea"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced abdominal pain lower ("severe lower abdominal pain / lower stomach pain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety"). In 2014, the patient experienced dental caries ("dental problems- tooth decay"). In 2015, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, 2 years 7 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection") with vaginal discharge, abdominal distension ("bloating"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy and oophorectomy of one ovary) and surgery (hysterectomy and unilateral salpingoophorectomy with removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, abdominal pain lower, abdominal pain, back pain, dyspareunia, dysmenorrhoea, vaginal infection, fatigue, headache, alopecia, abdominal distension, dental caries, anxiety and weight fluctuation had not resolved and the migraine, cystitis, nausea, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, cystitis, dental caries, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: symptoms started within a few months after having essure. Due to migration of essure device it was failure to occlude (close) fallopian tube (s)the right cornua had 4 visible colis and the left cornua had 2.coils visible coils. Patient tolerated the procedure' well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right) x-ray - on (B)(6) 2015: an essure insert had migrated to pelvis (B)(6) 2013: hysterosalpingogram (hsg): failure to occlude (close) fallopian tubes, migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2018: update of quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device dislocation ("one essure micro insert had migrated to her pelvis") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2013) and miscarriage. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2013 for contraception as well as alprazolam from 2013 to 2015, cyclobenzaprine from 2014 to 2015, hydrocodone from 2013 to 2015, salbutamol (albuterol inhaler), tramadol from 2014 to 2015 and trazodone from 2014 to 2015. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("severe, abnormal menstruation pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations (weight gain and loss)"), nausea ("nausea"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In september 2013, the patient experienced abdominal pain lower ("severe lower abdominal pain / lower stomach pain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety"). In 2014, the patient experienced dental caries ("dental problems- tooth decay"). In 2015, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection") with vaginal discharge, abdominal distension ("bloating"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy and unilateral salpingo-oophorectomy with essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, abdominal pain lower, abdominal pain, back pain, dyspareunia, dysmenorrhoea, vaginal infection, fatigue, headache, alopecia, abdominal distension, dental caries, anxiety and weight fluctuation had not resolved and the migraine, cystitis, nausea, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, cystitis, dental caries, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: symptoms started within a few months after having essure. Due to migration of essure device it was failure to occlude (close) fallopian tube (s) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right) x-ray - on (B)(6) 2015: an essure insert had migrated to pelvis (B)(6) 2013: hysterosalpingogram (hsg): failure to occlude (close) fallopian tubes, migration of essure device. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet provided. Patient demographic details were provided; events start date added; bladder infection, urinary tract infection, migraines, nausea, abnormal bleeding (vaginal, menorrhagia) were added as event; concomitant drugs added. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and within a few months began experiencing severe pelvic pain. She underwent a total hysterectomy and unilateral oophorectomy approximately 1.5 year after essure insertion, in order to remove the devices. However, one year later, an x-ray showed that one essure micro insert had migrated to her pelvis, and had not been removed. These events are anticipated in the reference safety information for essure. Pelvic pain is common in women, and may have gynaecological and non-gynaecological causes. Given the positive temporal relationship, lack of alternative explanation, and since one of the inserts was in the pelvis, causality with essure cannot be excluded. The exact date and mechanism of the event one essure micro insert had migrated to her pelvis in the present case is unknown. No information regarding the insertion procedure was provided. Given the nature of the event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.